Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the remote arm controller (rac 2) proactively. The system was tested and verified as ready for use. Isi has requested the rac 2 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not be reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. In-house fa installed rac into pca si test system and the system started-up ssc normally. The rac passed program, complex programmable logic device (cpld) check, verified voltage, ran the fan, idled system for 10 minutes, ran power cycles for one hour, all without error.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the system had non recoverable fault during system initial power on. The customer had rebooted the system to clear the error and proceeded with the surgery. The system was not connected to onsite during the event. The customer called back and reported that the system received non recoverable error during procedure. The customer had rebooted the system couple of time and the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) found error 23, 40, 25326, 26002 and 17 related to surgeon side console (ssc) 2. The tse suggested the customer to disconnect ssc2 and proceed with single console configuration. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse checked the system error logs and did not find any error regarding this issue. The fse swapped the blue fiber optic cable of surgeon side console (ssc1) and ssc2. The system was tested and verified as ready for use. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 23, 40, 25326, 26002 and 17 on the surgeon side console (ssc) 2 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is a reportable malfunction event due to the following conclusion: the customer switched to ssc 1 after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.